Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the abdomen on (B)(4) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). D4 lot no - correction h2 type of follow up - correction h6 - correction.

Event description:
Subsequent to the initial MDR, a correction is required.